Event description:
Boston scientific received information that the implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead exhibited high out-of-range pacing impedance measurements that was detected via the patient's remote home monitoring system. It was also observed that the pacing threshold was slightly elevated. No oversensing with pocket manipulation and isometrics. Noisy baseline was noted with left arm across chest but very small amplitude as per field representative. Boston scientific technical services (ts) then suggested monitoring the patient's device. Additional information indicated that the source of high out-of-range pacing impedance measurement was not conclusively identified. However, the patient was checked and will undergo a lead extraction and implant a new rv lead. This system remains in service. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information indicated that this right ventricular (rv) lead exhibited high out-of-range pacing impedance measurement. No noise was recorded on events. This rv lead was explanted and was replaced with no issue. Additional information obtained from the field representative indicated that based on fluoroscopy, no breaks or other anomalies were noted. The high out-of-range pacing impedance measurement was confirmed through pacing system analyzer (psa) during extraction. Subsequently, the set screw, header visual, tug test, and lack of fluid in the header were found all normal and appropriate. This rv lead was given to the hospital. No additional adverse patient effects were reported.